Event description:
The patient was implanted with a left ventricular assist device (lvad). Approx. 7 months post implant, it was reported that the patient experienced a bacterial driveline infection. The patient was treated with medication. It was also reported that the cause of infection was unknown.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be determined through this evaluation. The instructions for use lists driveline infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remained ongoing on lvad support with no further events reported until the pump was exchanged for another manufacturer's device on (B)(6) 2014 due to the driveline infection. The pump exchange was reported under MFR # 2916596-2015-00179. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The device remains implanted and in use by the patient. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.